Event description:
It was reported to boston scientific corporation that a trapezoid rx was used in the common bile duct during a lithotripsy procedure performed on (B)(6) 2025. During the procedure, the handle cannula broke. The stone was stuck in the basket but somehow the stone fell out from the basket, and they were able to complete the procedure. There were no patient complications as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of handle cannula break.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of handle cannula break. Block h11: the returned trapezoid rx was analyzed and found the whole pull wire assembly was returned detached from the handle. Under microscope inspection, the handle cannula was observed with only one screw dimple. The reported event of handle cannula break could not be confirmed since the handle cannula was found not broken. However, the pull wire assembly was found detached from the handle and the handle cannula was observed with only one screw. Therefore, based on all available information, the most probable conclusion is quality control deficiency. An investigation to address this problem was performed and corrections were made to avoid this issue. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation that a trapezoid rx was used in the common bile duct during a lithotripsy procedure performed on (B)(6) 2025. During the procedure, the handle cannula broke. The stone was stuck in the basket but somehow the stone fell out from the basket, and they were able to complete the procedure. There were no patient complications as a result of this event.